Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The clinician also reported that this patient has experienced diaphragmatic stimulation, being the reason the lv output is so low. It is planned to further evaluate the patient. No adverse patient effects were reported. At this time, this lead remains in service.